Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis pain') and embedded device ('they took out one fallopian tube but when seeing the other one without pulling, they opened me by abdominal caesarean for a hysterectomy because the other spring was rammed in her uterus,') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal infection ("discomfort similar to vaginitis and cystitis") and cystitis ("discomfort similar to vaginitis and cystitis"). In 2015, the patient experienced intermenstrual bleeding ("the metrorrhagia began to be more abundant"). In 2017, the patient experienced aphasia ("she began suffer syncope that do not wven allow her to speak"), syncope ("syncope"), hypoaesthesia ("numbness of my extremities / circulation in limbs with numbness"), tachycardia ("tachycardia"), swollen tongue ("tongue feeling swollen") and the first episode of dizziness ("dizziness"). In 2019, the patient experienced fibromyalgia ("fibromyalgia") and sciatica ("false sciatica, recurrent"). On (B)(6) 2020, the patient experienced embedded device (seriousness criterion medically significant) and complication of device removal ("they took out one fallopian tube but when seeing the other one without pulling, they opened me by abdominal caesarean for a hysterectomy because the other spring was rammed in her uterus,"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), depression ("she entered a serious depression that caused her to be on medical leave for 9 months in 2014."), dyspareunia ("pain during relations"), irritability ("irritability"), mood swings ("mood swings"), asthenia ("asthenia"), anxiety ("anxiety"), oropharyngeal pain ("throat full of sores"), tongue ulceration ("all her moth full of sores / tongue problems"), myalgia ("muscle aches increasing"), nervous system disorder ("nervous problems"), arthralgia ("back, hips, ribs, shoulders, cervical joints pain"), musculoskeletal chest pain ("ribs pain"), back pain ("muscle back pain"), neck pain ("cervical pain"), the second episode of dizziness ("dizziness"), eye pain ("eye pain"), abdominal distension ("abdominal swelling"), memory impairment ("severe forgetfulness"), allergy to metals ("intolerance to metal because of essure"), gastrointestinal pain ("intestinal pain"), haemorrhoids ("haemorrhoids") and functional gastrointestinal disorder ("girdle to be able to evacuate") and was found to have weight increased ("she gained 20 kilos quickly"). The patient was treated with antibiotics, anxiolytics, surgery (essure removal via laparoscopic salpingectomy, hysterectomy) and gridle. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device, complication of device removal, vaginal infection, depression, cystitis, dyspareunia, irritability, mood swings, asthenia, anxiety, weight increased, oropharyngeal pain, tongue ulceration, nervous system disorder, intermenstrual bleeding, musculoskeletal chest pain, aphasia, neck pain, the last episode of dizziness, eye pain, abdominal distension, memory impairment, syncope, hypoaesthesia, tachycardia, swollen tongue, fibromyalgia, sciatica, allergy to metals, gastrointestinal pain and haemorrhoids outcome was unknown and the myalgia and arthralgia was resolving. The reporter considered abdominal distension, allergy to metals, anxiety, aphasia, arthralgia, asthenia, back pain, complication of device removal, cystitis, depression, dyspareunia, embedded device, eye pain, fibromyalgia, functional gastrointestinal disorder, gastrointestinal pain, haemorrhoids, hypoaesthesia, intermenstrual bleeding, irritability, memory impairment, mood swings, musculoskeletal chest pain, myalgia, neck pain, nervous system disorder, oropharyngeal pain, pelvic pain, sciatica, swollen tongue, syncope, tachycardia, tongue ulceration, vaginal infection, weight increased, the first episode of dizziness and the second episode of dizziness to be related to essure. The reporter commented: she entered a serious depression that caused her to be on medical leave for 9 months in 2014. She has medical reports, tests, sick leave reports, photos and video of everything. Diagnostic results (normal ranges are provided in parenthesis if available): specialist consultation - on an unknown date: gynaecologist said everything appears normal; in 2017: cardiologist did not found nothing. Ultrasound scan vagina - on (B)(6) 2020: quick vaginal ultrasound right there on the operating table (result not reported). X-ray of pelvis and hip - on (B)(6) 2020: it looks like a bent spring. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis pain') and embedded device ('they took out one fallopian tube but when seeing the other one without pulling, they opened me by abdominal caesarean for a hysterectomy because the other spring was rammed in her uterus,') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal infection ("discomfort similar to vaginitis and cystitis") and cystitis ("discomfort similar to vaginitis and cystitis"). In 2015, the patient experienced intermenstrual bleeding ("the metrorrhagia began to be more abundant"). In 2017, the patient experienced aphasia ("she began suffer syncope that do not wven allow her to speak"), syncope ("syncope"), hypoaesthesia ("numbness of my extremities / circulation in limbs with numbness"), tachycardia ("tachycardia"), swollen tongue ("tongue feeling swollen") and the first episode of dizziness ("dizziness"). In 2019, the patient experienced fibromyalgia ("fibromyalgia") and sciatica ("false sciatica, recurrent"). On (B)(6) 2020, the patient experienced embedded device (seriousness criterion medically significant) and complication of device removal ("they took out one fallopian tube but when seeing the other one without pulling, they opened me by abdominal caesarean for a hysterectomy because the other spring was rammed in her uterus,"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), depression ("she entered a serious depression that caused her to be on medical leave for 9 months in 2014."), dyspareunia ("pain during relations"), irritability ("irritability"), mood swings ("mood swings"), asthenia ("asthenia"), anxiety ("anxiety"), oropharyngeal pain ("throat full of sores"), tongue ulceration ("all her moth full of sores / tongue problems"), myalgia ("muscle aches increasing"), nervous system disorder ("nervous problems"), arthralgia ("back, hips, ribs, shoulders, cervical joints pain"), musculoskeletal chest pain ("ribs pain"), back pain ("muscle back pain"), neck pain ("cervical pain"), the second episode of dizziness ("dizziness"), eye pain ("eye pain"), abdominal distension ("abdominal swelling"), memory impairment ("severe forgetfulness"), allergy to metals ("intolerance to metal because of essure"), gastrointestinal pain ("intestinal pain"), haemorrhoids ("haemorrhoids") and functional gastrointestinal disorder ("girdle to be able to evacuate") and was found to have weight increased ("she gained 20 kilos quickly"). The patient was treated with antibiotics, anxiolytics, surgery (essure removal via laparoscopic salpingectomy, hysterectomy) and gridle. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device, complication of device removal, vaginal infection, depression, cystitis, dyspareunia, irritability, mood swings, asthenia, anxiety, weight increased, oropharyngeal pain, tongue ulceration, nervous system disorder, intermenstrual bleeding, musculoskeletal chest pain, aphasia, neck pain, the last episode of dizziness, eye pain, abdominal distension, memory impairment, syncope, hypoaesthesia, tachycardia, swollen tongue, fibromyalgia, sciatica, allergy to metals, gastrointestinal pain and haemorrhoids outcome was unknown and the myalgia and arthralgia was resolving. The reporter considered abdominal distension, allergy to metals, anxiety, aphasia, arthralgia, asthenia, back pain, complication of device removal, cystitis, depression, dyspareunia, embedded device, eye pain, fibromyalgia, functional gastrointestinal disorder, gastrointestinal pain, haemorrhoids, hypoaesthesia, intermenstrual bleeding, irritability, memory impairment, mood swings, musculoskeletal chest pain, myalgia, neck pain, nervous system disorder, oropharyngeal pain, pelvic pain, sciatica, swollen tongue, syncope, tachycardia, tongue ulceration, vaginal infection, weight increased, the first episode of dizziness and the second episode of dizziness to be related to essure. The reporter commented: she entered a serious depression that caused her to be on medical leave for 9 months in 2014. She has medical reports, tests, sick leave reports, photos and video of everything. Diagnostic results (normal ranges are provided in parenthesis if available): specialist consultation - on an unknown date: gynaecologist said everything appears normal; in 2017: cardiologist did not found nothing. Ultrasound scan vagina - on (B)(6) 2020: quick vaginal ultrasound right there on the operating table (result not reported). X-ray of pelvis and hip - on (B)(6) 2020: it looks like a bent spring. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.